Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that while the physician was removing the stent from the hoop, the delivery wire separated from the stent and detached. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device was returned; analysis found the stent was prematurely deployed in the introducer sheath proximal end and the stent delivery wire was deformed, however, the reported event that the stent delivery wire broke/detached from the stent cannot be confirmed. Functional inspection could not be performed due to the condition of the returned device. It is likely the delivery wire was damaged and the stent prematurely deployed during removal from the dispenser hoop. Based on the information available and analysis of the returned device, the as reported event ¿sdw broken/fractured¿ could not be confirmed, as the sdw was not fractured but may have been perceived to be due to the deployed stent and deformed sdw. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that while the physician was removing the stent from the hoop, the delivery wire separated from the stent and detached. There were no reported clinical consequences to the patient.

Event description:
It was reported that while the physician was removing the stent from the hoop, the delivery wire separated from the stent and detached. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the cause for the reported issue cannot be determined. The subject device is not available.